Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. The process step this occurred during is unknown. The alarm did not occur after the cassette was switched out. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.